Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that vessel dissection occurred. A 2.50 x 12mm synergy? Xd drug-eluting stent was advanced for treatment but could not pass through the lesion. However, during the procedure with repeated balloon exchanges and subsequent catheter repositioning, a minor aortic dissection was observed. No further details were provided.